Event description:
Event description cpi received information that this implantable pulse generator (ipg) is exhibiting high pacing thresholds in the ventricle and that the thresholds had risen abruptly. When the ipg was programmed to the unipolar mode for testing, the physician indicated there was 'no impedance reading'.